Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that while jumping on a trampoline their heart rate was a little higher than they thought the cardiac resynchronization therapy defibrillator (crt-d) allowed and  above the upper programmed. The crt-d remains in use. No further patient complications have been reported as a result of this event.